Event description:
Customer states, the lancet protrudes from the multiclix lancet device cap. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided to indicate where comparison performed.